Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent tevar to treat stanford type b aortic dissection that onset three month ago. Buttock claudication was observed during walking on the patient, also it was confirmed that clear stenosis on the true lumen at the abdominal lesion. Therefore the physician determined this case is applicable for txd device. The patient's anatomical forms were suitable for the procedure, and the procedure was performed as labeled. After angiography, zteg-2pt-42-158-pf-d ( e3302243) was prepared and placed the stentgraft without problems. After deployment, the physician attempted to remove the trigger wire but he could not be removed. After about 10 min pulling the trigger wire with force, he managed to remove it somehow. However, the stentgraft migrated distal side severely ((B)(4)). So, another device was added (tbe-42-81-pf-d (e3302858)), but, it also could not be placed at the target lesion due to the occurrence of the same problem ((B)(4)). The distal neck size was smaller than planned anyway, zteg-2pt-42-32-165-pf was used instead to complete the procedure. Patient outcome: there have been no adverse effect to the patient reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: based on the information provided it was not possible to determine the exact root cause of the reported event. Examination of the returned delivery system showed no deviation of trigger wires or green trigger wire knob. The manufacturer has been notified regarding this issue and internal actions were initiated to address difficulties regarding trigger wires. This product was produced before implementation date of these actions. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.